Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection showed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. The visual inspection also showed a crack in the polycin vorite notch area next to sense b electrode, extending into insulation. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet expectations.